Event description:
While undergoing an essure placement procedure, a pt suffered a uterine perforation (believed to be caused by the hysteroscope); fluid deficit of 5000 ml saline reported for the unilateral placement procedure. A f/u x-ray revealed distal placement of the essure implant in the peritoneal cavity. A laparoscopic tubal ligation was performed and the essure micro-insert was removed.

Manufacturer narrative:
MDR is being reported outside of the 30-day time frame because this was initially evaluated as not reportable, but later review of this complaint resulted in a determination that the event is reportable.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.